Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 380mg/dl. A correction bolus via the pump was delivered to address the bg level. The elevated bg level was caused by not delivering a correction bolus right after eating a meal due to a hectic schedule.